Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead. Mode switch was also noted. Failure to capture was also reported. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.